Event description:
On 08/03/1998 it was reported that an siii arterial pump stopped two times. The sys was rebooted in each case and the pump restarted and the case continued without further incident. No pt injury.